Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. A visual inspection noted surgery related damage consistent with explanations. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the patient became unresponsive while with his parents. Next, CPR was performed, and the patient was seen by the physician. Device interrogation found no treated episodes were stored. There was one untreated episode stored which had low amplitudes, a wandering baseline, and poor sensing in the primary sensing vector. Technical services suspects the untreated episode is due to the CPR. The doctor is asking why the device did not provide therapy. Technical services discussed that the patient heart rate may have been below the detection zone rate but suggested further testing to check the system. A few days later, the system was explanted and replaced with a transvenous system. There were no additional adverse patient effects.

Event description:
It was reported that the patient became unresponsive while with his parents. Next, CPR was performed, and the patient was seen by the physician. Device interrogation found no treated episodes were stored. There was one untreated episode stored which had low amplitudes, a wandering baseline, and poor sensing in the primary sensing vector. Technical services suspects the untreated episode is due to the CPR. The doctor is asking why the device did not provide therapy. Technical services discussed that the patient heart rate may have been below the detection zone rate but suggested further testing to check the system. A few days later, the system was explanted and replaced with a transvenous system. There were no additional adverse patient effects.